Event description:
It was reported that the patient received an ¿insulin flow blocked¿ alarm on (B)(6) 2026, which led to hyperglycemia. The patient¿s blood glucose level was reported as elevated, and the event was managed with insulin administered via a pen.

Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.